Event description:
The customer reports that the system did not display an image.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found that the system will not boot and there was a hard drive failure. He tried the ide flash drive kit, and was unable to complete repair.